Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 110

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code displayed 110) was isolated to contamination on the j1002aa, j1003aa, r107, and c20 components. Root cause investigation of similar failures determined that flux contamination on components caused the service code. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.